Event description:
Caller stated that medical attention was sought on (B)(6) 2025 around 4:00pm at home. Caller stated that he tested his blood glucose with his prodigy meter and received a result of 356. A normal result for this time of day is usually around 126mg/dl. Caller stated that he felt dizzy so he went to the emergency room. Caller stated that he did not consume any food drinks or medication. Caller did not recall what his blood glucose was when he arrived at the hospital. Caller declined to provide his preexisting conditions and what medication he currently raking. Caller declined to provide the hospital name that he attended. No further information was provided.

Manufacturer narrative:
1. No nonconformance was found and recorded in the document (B)(4) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6). 2. The meter that was shipped to pdc on 2021-02-08 was used to re-examine its setting and all functions, and no malfunction occurred. Standby current (3.7 ua) of the suspected meter met acceptance criteria (< 55 ua). 3. Because no information of strips were provided, suspected meters was used to re-test by any retained strips (lot#: d241211b-1) and any valid control solutions (batch# of level low: 3ah1a06 and exp. By 2026-02-28; batch# of level high: 4ah3a23 and exp. By 2026-07-31), respectively. Re-testing results as below met the acceptance criteria, and desiccants of the strip vial are still functional (orange color). Gcs test results (level low: 62/63; level high: 312/322) met the acceptance criteria (level low: 40~85; level high: 230~340). 4. As above, no non-conformance and malfunction of the suspected device were found. The root cause of the complaint was unable to be verified without more critical information. Therefore, the complaint has to be closed out if no further action and information from the user.